Event description:
During an ercp procedure the physician used a cook endoscopy fusion pre-loaded omni. Tome. After cannulation of the pancreatic duct was achieved the wire guide was readvanced into the pt's bile duct. While viewing under fluoroscopy the wire guide was observed turning left away from the duct. Because the wire guide was not visible in the bile duct it was concluded the wire had perforated the mucosa. After several unsuccessful attempts to cannulate with the wire, the procedure was discontinued. The perforation did not require further medical attention.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. Conclusion: we were unable to conclusively determine a cause for this reported observation because the device was not returned for evaluation. Due to a variey of clinical conditions such as pt anatomy, scope position or progression of disease state, we can not reproduce the actual conditions of device usage. While these are not the sole determining factors of product failure, this limits our ability to conclusively determine the cause for this reported observation. The report indicated recannulation from the pancreatic duct into the bile duct was unsuccessful using a wire guide. As the wire guide was advanced it moved to the left away from the duct perforating the mucosa. The instructions for use list potential complications associated with ercp include, but are not limited to perforation. Additional information regarding the pt's pre-existing conditions was requested but not provided by the facility. It is possible the pt's condition contributed to the reported observation. Corrective actions: no corrective actions warranted at this time because this report was unable to verified. Prior to distribution, all fusion sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity.